Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 4.4, lab: 5.2. Time elapsed between each method of testing is thirty mins. Pt's therapeutic range is 2.8-3.6.